Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Product evaluation - the lens was returned dry in a vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear residue and debris on the lens. (B)(4). Conclusion code - off label use (under 21 years of age at time of implant ((B)(6)) (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -08.50 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.